Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The right ventricular (rv) lead was capped and replaced due to a dislodgement. The alleged cause was due to a patient fall unrelated to the implanted device(s) which caused the rv to dislodge into the right atrium and an inappropriate shock was delivered. The patient was stable with no adverse consequences.